Event description:
It was reported that the ventricular lead fractured and exhibited high impedance and high threshold. The lead was capped and replaced. The patient was in normal condition following the procedure.